Manufacturer narrative:
Initial reporter phone number: (B)(6). Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for foreign matter with the incident lot was observed. A hair was observed in the barrel of the syringe. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd preset¿ arterial blood collection syringe contained foreign matter. The following information was provided by the initial reporter: "when opening the package, it found that there were hair in the tube. "